Event description:
Pt with several month's history of dizziness fell twice at home. Pulse rate after second fall noted to be 44. Heart rate had been within normal limits prior to the fall. Fluoroscopy examination showed a lead fracture. Related to subclavian crush injury. Lead replaced 9/13/96. The new lead was revised 9/14/96 secondary to microdislodgement. No other problems reported with the pacemaker system prior to 9/19/96 discharge.